Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Study test subject reported upon removal of a tampon on the last day of her menstrual cycle the pledget fell apart into pieces. She manually removed remaining pieces from her vaginal cavity and experienced some discomfort upon removal. No further details on product use or outcome were provided.